Manufacturer narrative:
Additional information: expiration date ¿ 31oct2017. Approximate age of device - 3 years, 4 months. Date received by manufacturer ¿ 27aug2018. Device manufacture date ¿24nov2014 . Usage of device ¿ initial use of device. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. The reported event of pump stops and low flow hazard alarms was confirmed through an evaluation of the submitted system controller log file. The submitted system controller log file contained approximately 6 minutes of data from 20:51 to 20:57 on (B)(6) 2018. Low speed hazard and low flow hazard alarms were captured throughout the entire duration of the log file until the driveline was disconnected on (B)(6) 2018 at 20:56. Low speed operation and motor stopped events were captured throughout the duration of the log file. High motor current events were also captured throughout the log file associated with elevations in pump power up to 15 watts. The center reported that the patient¿s family called on (B)(6) 2018 seeking clarification on actions required as the patient had recently chosen to receive in-home hospice care but was experiencing excruciating abdominal pain associated with low flow hazard alarms and pump stops. The patient¿s family was advised to call 911 and transport the patient to the emergency department. Upon arrival, interrogation of the device revealed that there had been many pump stop messages associated with elevations in pump power and decrease in estimated pump flow to zero. It was reported that a potential clot was suspected. Following a consultation with the surgeon, it was decided that the pump would be turned off as the patient was not a candidate for a pump exchange and the patient was transferred to the intensive care unit with inotropes. The patient was then discharged to home on (B)(6) 2018 and ultimately expired on (B)(6) 2018. It was reported that heartmate ii lvas, serial number (B)(4) was not explanted and therefore, was not available for evaluation. A specific cause for the events captured in the submitted log file and a direct correlation to the report of suspected thrombus could not conclusively be determined through this evaluation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may associated with the use of the heartmate ii left ventricular assist system. This IFU outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas IFU and patient handbook contains information on all system alarms, including the low speed hazard and low flow hazard alarms, and provides guidance on how to troubleshoot the system and respond to each alarm. The heartmate ii lvas patient handbook also contains important warnings related to pump stops and information on how to handle emergencies such as when the pump has stopped. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that the patient had hazard alarms with no flow, pump stoppages and complaint of having excruciating abdominal pain. Family called vad coordinator to clarify actions needed as patient had chosen to receive in home hospice care then later decided to come in for treatment. Patient arrived to emergency department (ed) and noted to have continued lvad alarms, interrogation showing high power with low flow, no flow and pump stoppage messages, consistent with patient¿s abdominal pain. The system controller was replaced to a backup controller with no change in situation. It was reported that surgeon was called and advised to turn off the pump. The pump was turned off, patient was sent to intensive care unit (ICU) with inotropes as patient was not a candidate for pump exchange. The patient later on was discharged back home on (B)(6) 2018 with hospice care and later on reported that patient expired on (B)(6) 2018.